Event description:
It was reported that the customer was hospitalized due to high blood glucose of 391 mg/dl. It was stated that the customer was not feeling well to troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.